Event description:
The hospital rep reported a fail code 812:02. The hospital rep did not have info regarding whether the failure occurred during pt use or biomed testing. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.